Manufacturer narrative:
Caridianbct internal reference: (B)(4). Investigation: the automation that produces the inlet coil assembly was evaluated. It was found that the process to attach the vacutainer was stretching the tubing with too much force, which then impacted the bond strength of the parts. A review of the manufacturing records was conducted by the complaint investigator in relation to this failure mode. No issues were related to this lot. Root cause: the incident is likely due to a manufacturing issue in which the tubing became overstretched prior to the vacutainer insertion. Corrective/preventive action: the automation that makes the sampling assembly has been updated with (B)(4). Conclusion: device malfunction.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Incident: during collection, the vacutainer holder separated from the sample pouch and caused a blood spill. The nurse did not experience a blood-borne pathogen exposure or any type of injury from this event. The customer would not provide any further pt identifier info.